Event description:
The manufacturer's service center (srcj) reported via internal email that a system leak failure occurred during final testing of the device. This failure was not present during initial testing but was identified prior to the unit's release from service. No patient involvement occurred, and the device was not in clinical use at the time of the failure. Should the device be evaluated, a supplemental report will be submitted.